Event description:
The iab was inserted into the pt on 1/27/98. The iab did not malfunction. A vascular surgeon was consulted. The pt had a thrombosis, removal of the iab was required and surgery was required. (Event complications: thrombosis/surgery required- reported 2/11/98.) (Pt's current status: unk- rpt'd 2/11/98.)